Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that due to pain, erosion and infections the patient underwent partial mesh removal on (B)(6) 2012. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.